Event description:
The pt contacted lifescan alleging that their one touch induo meter was reading inaccurately high. The medical affairs specialist mailed a letter in august 2005 since the patient could not be reached. The pt obtained two consecutive results of 268 mg/dl on the reported meter. They then obtained a 258 mg/dl on a one touch ultra meter. Pt took 20 units of insulin and began feeling sweaty and fatigued. It is unknown which meter the insulin dose was based upon. Their family member contacted the paramedics and upon their arrival a result of 20 mg/dl was obtained on the emt meter. The patient was administered glucose intravenously and oxygen. It is unknown if pt was transported to a hospital. No further information was provided. It would have been helpful to know patient's medication regimen, testing frequency, possible results obtained earlier in the day, meals eaten prior to the incident, other possible health problems, and when the paramedics arrived in relation to the insulin injection. The patient obtained elevated results on the reported meter, took insulin, developed symptoms of low blood glucose levels, and received glucose treatment for hypoglycemia. The meter, test strips, and control solution were replaced.